Event description:
It was reported that the upper hinge on the external door has a crack. This was observed by bd representative during a site visit. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a crack in the upper hinge on the external door was confirmed through photos provided in emails by the bd representative and during an external inspection. Thorough laboratory testing performed on the suspect pump module found the pump module performing within specification with no errors or malfunctions. The external inspection of the suspect pump module revealed the absence of the manufacturer's seal, indicating it was opened after leaving production. A crack and a dent were observed on the device, along with corrosion and dry fluid residue on the right inter-unit-interface (iui). The left iui was in good condition. The internal inspection of the suspect pump module revealed the bezel assembly date code as january 2018, making the part over seven years old. Dry fluid residues were observed in the right iui cavity and inside the rear case, which were determined to be incidental findings. No other issues or anomalies were identified during the inspection. According to the alaris system user manual v12.1, keep the pump module door closed when instrument is not in use or transport to another department to prevent accidental damage to door components. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (RMA: 304098340). The lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the investigation confirmed that the probable cause of the reported issue of a crack in the upper hinge on the external door could be an improper handling or transport. Thorough laboratory testing found the pump module performing within specifications with no errors or malfunctions, and the crack did not affect the device's functionality. This aligns with the recommendation in the alaris system user manual: 'keep the pump module door closed when not in use or during transport to prevent accidental damage.'. Note that this report lists imdrf annex a040502, a1801, c0601, d01, d15, g02017, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.